Event description:
It was reported that the patient was admitted to the hospital today for a bladder infection. She believed the infection might have started on tuesday. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v344622, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).